Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and described itching and redness at the sensor site. Hcp contact was made and the customer was prescribed the antibiotic, neosporin, for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on the returned sensor patch; no issues were observed. The adhesive is not returned. An extended investigation was performed for the reported complaint. There was no indication that the product did not meet specifications. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, which demonstrated that all monitoring processes continue to meet adc requirements. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported a skin reaction while wearing the adc freestyle libre sensor and described itching and redness at the sensor site. Hcp contact was made and the customer was prescribed the antibiotic, neo sporin, for treatment. There was no report of death or permanent injury associated with this event.